Event description:
Health care professional reported right side rupture. Device is explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: smooth broken on posterior and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a smooth broken on posterior assessed as smooth opening.

Event description:
Healthcare professional additionally reported "physician removed rupture of right breast implant with capsulectomy. Upon removal, physician findings of a few papable nodes in right axilla." Healthcare professional also reported "patient has right breast inflammatory breast cancer." This event is not device related.